Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 134222: (B)(4). Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all the cups of the lot have been sold without any similar reported issue. Clinical evaluation performed by the medical affairs director on (B)(6) 2015: 1,5 years postoperatively the cup was found loose. I cannot determine with certainty the root cause for this event. The surgeon initially thought of an infection, which then proved not to be the case. The stem is implanted in varus position, the offset is excessive compared to contralateral side, the stem sits too high up and the impression is that for some reason it could not reach the final position. This may result in subsequent mobilization of the stem too. For the cup mobilization, I cannot determine whether the suboptimal position of the stem did play a role in mobilizing or not.

Event description:
The patient was complaining of hip pain. The surgeon suspected it could be an infection so he decided to revise the cup and liner. Intraoperatively the surgeon noticed that the cup was loose which he believes was the cause of patient's pain. Pathology came back negative for an infection.

Manufacturer narrative:
On 25 nov 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.